Event description:
It was reported that the 9600 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The u20 prom and spam were repaired during the service call. The high voltage cable hanger was found loose and workstation will not hold the time and date. The system to be repaired by the customer and put back into service.